Manufacturer narrative:
The investigation of introducer damage ¿ mechanical has been completed. The impella device was returned for evaluation. Introducer damage - mechanical: multiple instances of sheath kinking/bucking and score line splitting along returned introducer upon visual inspection. Clinical details noted that the introducer buckled when inserted into patient's anatomy. The root cause of the introducer damage - mechanical was most likely due to a sheath kink based on clinical details. Product damage (sheath kink): based on clinical details and returned product review, an additional failure mode of "product damage (sheath kink)" was added to the investigation. Clinical details noted that patient had history of pad/pvd and a fem-fem bypass and sheath became kinked on insertion. The root cause of the product damage (sheath kink) was most likely patient condition related per clinical details on patient's history. D9 device returned to manufacturer date added d10 concomitant medical products was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29814.

Event description:
It was reported that during implantation of an impella cp, the peel-away sheath buckled and was replaced. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
D.4 serial number, expiration date and unique identifier (UDI) # are unknown. H.4 device manufacture date are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.